Manufacturer narrative:
The date of death has been estimated. The date of event has been estimated. The date of implant has been estimated. The information received in the complaint was obtained through a proactive literature search. Specific absorb device part and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. A conclusive cause for the reported death can not be determined based on the limited information available. The patient effect listed is consistent with the product risk profile and is therefore expected. The UDI number is unknown as the part and lot #s were not provided. The additional adverse patient effects referenced. Literature: the absorb bioresorbable vascular scaffold in real-world practice: long-term follow-up of the (B)(6) registry. As this is a published article and is attached to the reports, patient information is included.

Event description:
This is filed to report the patient death in the article. It was reported through a research article identifying the absorb scaffold that may be related to death, thrombus, myocardial infarction and revascularization. Specific patient information is documented as unknown. Details are listed in the attached article, titled, the absorb bioresorbable vascular scaffold in real-world practice: long-term follow-up of the (B)(6) registry.